Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues with the device. The stimulator only functioned when the patient was laying down, and the battery automatically shut off when the patient turned onto their right side. The device, implanted at the waistline, was causing skin irritation. Despite the implant, the patient continued to experience leg pain. Additionally, the therapy turned off when the patient turned their head or was propped up on the couch, and the stimulation powered off when the patient moved into different positions. The patient was advised to consult their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the hcp indicated that the patient the patient met with a manufacturing representative who took care of them. They stated that they do not know the circumstances that led to the loss of stimulation, the young lady worked on it a lot and gave the patient more programs. Patient stated that they have a lot of pain on their back especially when laying. Patient said the battery is causing them pain at the implant site. Patient has pain at site when stimulation is on. They explained that the ins location is too high, they need it lower. It is currently on their waistline and they are talking to the healthcare provider (hcp) to possibly have it moved. Patient wants it lower than their waistline, the hcp said they will take care of it. There is no surgery scheduled as of now. Patient weight is 140lbs.